Event description:
It was reported that intermittent loss of capture was noted on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.

Event description:
New information indicated that the loss of capture was initially observed via a remote follow-up. An x-ray was performed, showing no slack in the lead, and most likely the cause of the loss of capture.